Event description:
It was reported that several days following an implant, the patient experienced a shocking or jolting sensation over the device system in the abdomen when the stimulation was on and 2 minutes after the stimulation was turned off. Impedance measurements were normal. With the stimulation off, the patient did get shocked when she palpated the device. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).